Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and the irrigation issue was not noted before the device was used on the patient. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received 02-aug-2024. It was a full irrigation issue. The issue was not noted before the device was used on the patient. The suspected device for the reported flow/irrigation issue was the catheter. No error was noted from the irrigation pump. Flushed with needle tubing to resolve the irrigation issue. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The irrigation issue was originally considered non-reportable, however, bwi became aware that the irrigation issue was not noted before the device was used on the patient on 02-aug-2024 and have reassessed the event as reportable. The awareness date for this record is 02-aug-2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. It was a full irrigation issue. The issue was not noted before the device was used on the patient. The bwi product analysis lab received the device for evaluation on 17-sep-2024. The device evaluation details: the device was returned to biosense webster, inc for evaluation. Visual inspection and irrigation test of the returned device were performed following biosense webster, inc. Procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. Finally, tip was dissected and the irrigation tube was inspected and it was found that the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense wester, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).